Manufacturer narrative:
Investigation, including root cause determination, is in progress.

Event description:
A surgeon reports a corneal burn during cataract surgery. It is not known if there was pt impact/injury associated with this event. The surgeon has declined to provide any additional info.